Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have exhibited false elective replacement indicator (eri). No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The reported event of high current drain was confirmed. Based on the provided information, the presented high current was due to an inappropriate handling of the high output event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.